Event description:
The patient reportedly experienced a skin flap infection at the implant site. The patient was prescribed unasyn and vancomycin for three days. The patient was hospitalized from (B)(6), 2014. The patient's device was explanted.